Manufacturer narrative:
(B)(4). This is report 2 of 3 associated with this incident. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(6). Baxter has conducted batch reviews for potentially associated lots (gd879163, gd878223) and there were no defects noted during the manufacturing process. The root cause was identified as use error-poor aseptic technique. The current labeling provides ample instructions related to prevention of use error in aseptic technique.baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
During a follow up call on (B)(6) 2011 for hospitalization and antibiotic therapy reported in an unrelated alarm complaint the baxter representative was told that the patient has peritonitis. On (B)(6) 2011, baxter followed up with the pdrn and was informed that the patient was hospitalized from (B)(6) 2010. Pd effluent cultures were taken and the patient was diagnosed with peritonitis. The pdrn stated that she was did not receive an organism report from the hospital and she is therefore unaware of the culture or blood cell count results. The patient was started on unknown antibiotics during her hospital stay and was ordered to have vancomycin ip upon discharge she verbalized that the patient should have been done with antibiotic therapy on (B)(6) 2010 if she had been taking it as prescribed. The pdrn reported that patient had an appointment to come to the clinic today (B)(6) 2010 but she did not come and she has not seen the patient since (B)(6) 2010 and can't say if she is improved or not. Per the rn the patient is not appropriate for hemodialysis because her veins are poor. She is unsure if the patient condition has improved or if the patient has been taking pd therapy as ordered since the patient has missed all scheduled appointment at the clinic since discharge from the hospital.